Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. No failed battery test alert and no charge/battery lasts less than expected anomaly. Pump received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the battery of insulin pump not lasting seven days and rejected new batteries. The customer stated that there was scratches on screen, no delivery alarm and rewind took longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.